Event description:
The device was used for routine ECG monitoring of a patient during vehicle transport. The device allegedly turned off and on by itself several times. The service indicator was also displayed. There were no adverse effects to the patient reported as a result of the alleged malfunction.